Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure: laparoscopic cholecystectomy. Event description: fired clip applier once and a clip came out. When trying to fire a second time, no clip fired. Tried a few more times and no clip fired. Pulled clip applier out of patient and clip came out onto the table and then it started working properly. Surgeon finished the procedure with the same device. No patient injury. Additional information provided by applied medical representative on 11jun2025 via email: the procedure was a laparoscopic cholecystectomy. Trocar for the clip applier was c0r85 clip was no loaded during insertion. Surgeon pulled the trigger multiple time. Took it out of the trocar. And then shook it. And then one fell on the table. Patient status: no patient injury. Intervention: was able to get device working.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as the unit passed all functional testing. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Type of procedure: laparoscopic cholecystectomy. Event description: fired clip applier once and a clip came out. When trying to fire a second time, no clip fired. Tried a few more times and no clip fired. Pulled clip applier out of patient and clip came out onto the table and then it started working properly. Surgeon finished the procedure with the same device. No patient injury. Additional information provided by applied medical representative on 11jun2025 via email: the procedure was a laparoscopic cholecystectomy. Trocar for the clip applier was c0r85 clip was no loaded during insertion. Surgeon pulled the trigger multiple time. Took it out of the trocar. And then shook it. And then one fell on the table. Patient status: no patient injury. Intervention: was able to get device working.